Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 2 false positive results were obtained by the customer. The same specimen samples were tested a second time using bd rapid detection of sars-cov-2 veritor assay and negative results were obtained. A confirmatory test was performed using pcr and the results were negative. Employees were sent home and instructed to isolate until pcr results were obtained. The customer stated they are testing asymptomatic employees. This test is not intended for use on asymptomatic individuals and was therefore used off label. The initial results were required by the facilty to be reported to the pennsylvania department of health. There was no patient impact reported. Eua#: (B)(4).

Manufacturer narrative:
Investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0233127. Bd quality performs a systematic approach to investigate false positive/discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. CAPA 1878253 has been initiated an investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. A trend analysis was performed, and no adverse trend was observed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Eua#: (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay 2 false positive results were obtained by the customer. The same specimen samples were tested a second time using bd rapid detection of sars-cov-2 veritor assay and negative results were obtained. A confirmatory test was performed using pcr and the results were negative. Employees were sent home and instructed to isolate until pcr results were obtained. The customer stated they are testing asymptomatic employees. This test is not intended for use on asymptomatic individuals and was therefore used off label. The initial results were required by the facilty to be reported to the (B)(6) department of health. There was no patient impact reported. Eua#: (B)(4).